Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conduct wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument's cable insulation was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error was noticed prior to reprocessing. There were no changes noticed during the last use. The wire was not exposed due to damaged insulation. The cable was not broken, was intact. There was no loss of cautery or any signs of thermal damage. There was no instrument collision. The surgery was completed with the same instrument. The damage was noticed during reprocessing. There were no fragments that fell inside the patient. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.